Manufacturer narrative:
(B)(4); batch # u5dm1y. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage, and with one gst60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger the event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a low anterior resection, the device fired, but locked out, and the jaws wouldn't open. A similar device was used to complete the case with no patient consequences.